Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Rectum resection. According to the reporter, after the release of the instrument, the device could not be removed from the anastomosis. Because the anastomosis was already deep in the pelvis, the surgery had to be changed from endoscopic to open surgery. The rectum was re-resected. A new anastomosis was made and a protective ileostoma was created. After speaking with the surgeon, the sales rep asserted that the mailar stratum was not cut with the scalpel. The surgeon stated that a new assistant had released the instrument and the handle probably was not pressed together completely. There was patient injury reported, and the operating room time was extended approximately 60 minutes. There was no blood loss, yet the incision was extended by more than 1 inch. There was no unanticipated loss or irreversible damage to tissue. The operation required an underbelly paratomie, and a protective ileostoma was made, which will be adjusted after healing of the anastomosis.